Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within one month post implant procedure there was a loss of capture at maximum output and diminshed sensing ofthe r waves were observed in the right ventricular lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.